Manufacturer narrative:
H4: the lot was manufactured between may 17, 2024 ¿ may 20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was unspecified, and the pump had not been emptying on time. The pump contained fluorouracil 4800 mg in 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.